Manufacturer narrative:
Continued e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side ptosis, capsular contracture, baker grade iii, and rupture diagnosed via MRI and confirmed during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side ptosis, capsular contracture, baker grade iii, and rupture diagnosed via MRI and confirmed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, b5, h6

Event description:
Healthcare professional reported left side ptosis, capsular contracture baker grade iii, and rupture diagnosed via MRI and confirmed during surgery. The device has been explanted, replaced with non-abbvie device, and discarded.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08/12/2024.

Event description:
Healthcare professional reported left side ptosis, capsular contracture, baker grade iii, and rupture diagnosed via MRI and confirmed during surgery. The device has been explanted and replaced.